Event description:
It was reported that batteries were only lasting between two and three days in the customer's insulin pump. His blood glucose was 167mg/dl at the time of reporting. The customer reported that they had a battery leak into the insulin pump. The customer is being shipped a replacement battery cap and was advised to closely monitor the insulin pump. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.